Event description:
It was reported that during patient treatment, the anesthesia workstation stopped delivering gas to the patient. There was no patient harm. Manufacturer´s ref #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hospital biomedical engineer investigated the anesthesia system. No faults or deviations were found and no parts were replaced. After performing several successful system check outs (sco) the machine was cleared for clinical use and has been in use without any reported issues ever since. The device logs were downloaded and sent for evaluation. The received logs show that a successful system check out was performed in the morning prior to the event. No system check out was performed after the event. The technical log has records showing that the safety flush was activated due to a fast decrease of the oxygen concentration at the time of the event. The anesthesia system activates the safety flush to achieve an increase of the oxygen concentration in the breathing circuit. The reported issue have been confirmed in the logs but we have not been able to identify any technical faults to indicate a system malfunction. The root cause of the event has not been determined.